Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and a motion sensor test failure alarms. The customer¿s mother also reported low blood glucose level of 40 mg/dl. Customer's mother stated that no significant event led to the alarms.. The customer's mother stated that the drive support cap was normal . The customer stated that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Unable to continue on the troubleshooting due to motion sensor test failure alarm. Customer's mother declined troubleshooting for low blood glucose. The customer's mother was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery due to moisture damage on the motor. Unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. No motion sensor test failure alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.